Manufacturer narrative:
It was reported to intuvie that the back check valve failed, causing chemotherapy and other medications on a secondary set to flow back into the primary line. On (B)(6) 2025, the customer provided follow-up information stating: ¿we actually had one do it today while infusing taxol. Unfortunately, we are not sure which lot number of the two we used today. The two possible lot numbers are (B)(4) 25045349 and (B)(4) 25045698. I do not have a picture of the setup since it contained patient information.¿ a lot review performed for lot 25045349 and lot 25045698 revealed no similar complaints. The complaint could not be confirmed, and the probable cause remains unknown. Lot number 25045698. D4: suspected device expiration date: april 27, 2028. H4: device manufacture date: april 28, 2025. (B)(4).

Event description:
It was reported to intuvie that the back check valve failed, causing chemotherapy and other medications on a secondary set to flow back into the primary line. On november 25, 2025, the customer provided follow-up information stating: ¿we actually had one do it today while infusing taxol. Unfortunately, we are not sure which lot number of the two we used today. The two possible lot numbers are (B)(4) 25045349 and (B)(4) 25045698. I do not have a picture of the setup since it contained patient information¿. No patient or user harm was reported.

Manufacturer narrative:
The tubing was not returned for evaluation. Therefore, the complaint could not be confirmed, and the probable cause remains unknown. Reference to complaint # (B)(4).